Manufacturer narrative:
It was reported by a home health aide that a home health patient using a rollator tripped over the device and cut her leg on the back of the area located by the breaks resulting in the end-user receiving 9 stiches on her leg. The home health aide submitted photos of the device for evaluation and it was verified that the device was assembled correctly. The actual sample was not returned to the manufacturer for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported by a home health aide that a home health patient using a rollator tripped over the device and cut her leg on the back of the area located by the breaks resulting in the end-user receiving 9 stitches on her leg.